Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was in backup vvi. Device status report noted that the device was past elective replacement indicator (eri). The device was explanted and replaced on (B)(6) 2019. Patient was asymptomatic.